Event description:
Info was received in nov-2004 from a pt with a history of osteoarthritis, heart condition (unspecified), heart stent (date unk), high cholesterol, no allergy to poultry, and no prior synvisc use who experienced an infection in knee, blood clot, knee pain, knee warmth, pain from ankle to calf in the left leg, inability to bear weight and the calf being sore to the touch. The pt received a series of three synvisc injections to the left knee at one week intervals beginning in 2004 and ending 2 weeks later. After the first injection, the knee felt much better. Approximately 3-4 days after the second injection, pt began having pain in the knee. At the time of the third injection, the knee pain persisted however the physician felt he should give the third injection. The pain worsened and pt could not put any weight on it and it felt warm. Five days later, the pt was hospitalized. The white blood cell count was high (lab values not provided) and an infection was diagnosed from the fluid removed from the left knee. The calf was sore to the touch. The physician diagnosed it as a blood clot and started the pt on blood thinners and was given "something for pain" (medication names and dosages not provided). In 5 more days pt was discharged form the hosp. Pt was told the infection and blood clot resolved, the white blood cell count was back to normal and the pain was much better. Pt was given prescriptions upon discharge, which had not yet been filled, for warfarin 2.5mg daily, pravastatin, metoprolol, baby aspirin, gatifloxacin, and mobic 7.5mg. At the time of this report, the pain was back in both knees and the calf area; it was described as severe, but not completely back to the same intensity as prior to the hospitalization. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.